Manufacturer narrative:
Any additional information will be submited within 30 days of receipt.

Event description:
The following report was received from the field: during a coronary intervention, the device failed to cross the target lesion. The device was returned to cordis and upon inspection of the device, it was noticed that the struts of the stent were uplifted. No patient injury was reported.